Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had radiation on their breast which may have contributed to the patient's stimulation not feeling as strong. The patient had a phone conversation with a manufacturer representative (rep) and their stimulation not feeling as strong has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has breast cancer and she is focusing on that, so it is important for her spinal cord stimulation to work. Starting in (B)(6) of (B)(6) 2019, the patient¿s stimulation does not seem as strong as it used to be. The patient was charging the implantable neurostimulator on (B)(6) 2020, and when she removed the recharger, she received an informational power on reset screen. The power on reset was able to be cleared using the patient programmer. A charge session was able to be initiated. There were no further complications reported.